Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred after using a csi orbital atherectomy device (oad). The target lesion was severely calcified and was located in the circumflex artery. The physician used a bmw guide wire, runthrough guide wire, iron man guide wire and multiple balloons to access the lesion. The physician initially encountered difficulty crossing the lesion due to vessel tortuosity, but eventually got the iron man guide wire across the lesion. The iron man guide wire was exchanged for a csi viperwire guide and the oad was loaded onto it. The physician performed three runs at low speed in the proximal segment of the lesion and one run at low speed in the distal segment. The oad was removed from the patient and the viperwire guide wire was exchanged for a runthrough guide wire. The physician attempted to deploy a stent, but was unable to get it across the lesion. At this point, a flow limiting dissection was observed in the circumflex. The patients blood pressure and heart rate started to drop. A temporary pacemaker was inserted into the patient and the patients heart rate returned to normal. The physician then made two additional attempts to deploy a stent, but was unsuccessful. At this point, the patients blood pressure continued to drop so the patient was placed on an intra-aortic balloon pump (iabp). Timi 3 flow was restored to the circumflex and the patient was transferred to holding for additional monitoring. Three requests for additional information have been made, but none has yet been received.